Event description:
It was reported that the patient presented to the hospital after hearing the alert tone for high right ventricular (rv) lead superior vena cava (svc) impedance. A lead fracture was suspected. The rv lead was capped and replaced. It was also reported that the left ventricular (lv) lead had an insulation breakdown and high threshold. The physician patched the lv lead with the repair kit and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6949-65 defib lead, implanted: (B)(6) 2006; d314trg defibrillator, implanted: (B)(6) 2012. (B)(4).